Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was plugged into a test monitor and the monitor was powered on. The video image remained constant even when the video cable and flexible tube was twisted/bent. The baton has already been replaced. The baton is over 1 year old. No other problems found. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would cut out when the cable was bent at certain angles. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.